Event description:
The following is a direct quote from an email from the user from 11/05/2024: "we did a set change on a patient, and we started having uf weight mismatch alarms on the patient. We monitored the patient and the uf bag, and compared what the machine was set to pull. It did appear to have 100-200mls too much off in a 3.5 hour period. The patient was fine the entire time as we were watching for signs / symptoms of hypovolemia, etc. And had a strict critline set (which the patient's hct was increasing over this time and it did hit the limit)." Subsequent communication with the user on 11/14/2024 provided information that they provided additional fluids to the patient in order to address the effects of unintentional removal of excess fluid. Analysis of the data logs from the associated machine indicate that twelve "uf weight mismatch" alarms occured during the relevant five hour period. The associated disposable blood circuit (tubing/filter set) was returned to nuwellis for analysis. The weight mismatch issue was able to be reproduced with this tubing set using a different console/machine, indicating a defect with this dispoable.